Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation and problem confirmation cannot be performed.

Event description:
It was reported that a motor not running error was experienced.